Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, has been returned for evaluation. A visual inspection found no defects. The functional evaluation found that the device displayed a 4006-error message. This established a relationship between the reported failure and the device. This message is displayed when the coin cell battery has become fully depleted. The root cause was determined to be a battery failure. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. 4006-error message: this message is displayed when the coin cell battery has become fully depleted, the coin cell battery stores time, date and device event history. When this message is displayed, the device must be returned for service as outlined in the instruction for use. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. A visual inspection found no defects, the functional evaluation found that upon start up the device displayed the 4006-error message, establishing a relationship between the event reported and the device. This message is displayed when the coin cell battery that stores time and date functions has depleted. The coin cell battery only discharges when the main battery has also been allowed to discharge. The coin cell battery was replaced and a functional test found no further fault, the main battery was able to charge and hold charge. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded, these instances are being monitored, with additional work being conducted to prevent re-occurrences of this type. This complaint has now been closed and recorded as device performed within expected parameters. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device display error code 4006. Delay greater than 30 minutes reported. No backup device reported.